Event description:
The device was placed in pt on april 14, 1999. The following day the pt developed acute peritonitis and aspiration pneumonia. It was noted that the device had migrated from its original position.